Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/constant stabbing pain/severe cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst"), fallopian tube cyst ("fallopian tube cyst"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("painful periods"), incontinence ("incontinence"), sexual dysfunction ("sexual dysfunction"), pollakiuria ("frequent urination"), urinary tract infection ("uti"), breast pain ("breast pain"), abdominal rigidity ("abdominal spasm"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands and feet"), mood swings ("mood swings") and hypertension ("hbp"). The patient was treated with surgery (everything removed except ovaries). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, fallopian tube cyst, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, incontinence, sexual dysfunction, pollakiuria, urinary tract infection, breast pain, abdominal rigidity, arthralgia, feeling abnormal, hypoaesthesia, mood swings and hypertension outcome was unknown. The reporter considered abdominal rigidity, adenomyosis, arthralgia, breast pain, dysmenorrhoea, fallopian tube cyst, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, hypertension, hypoaesthesia, incontinence, mood swings, ovarian cyst, pelvic pain, pollakiuria, sexual dysfunction and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/constant stabbing pain/severe cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst"), fallopian tube cyst ("fallopian tube cyst"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("painful periods"), incontinence ("incontinence"), sexual dysfunction ("sexual dysfunction"), pollakiuria ("frequent urination"), urinary tract infection ("uti"), breast pain ("breast pain"), abdominal rigidity ("abdominal spasm"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands and feet"), mood swings ("mood swings") and hypertension ("hbp"). The patient was treated with surgery (everything removed except ovaries). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, fallopian tube cyst, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, incontinence, sexual dysfunction, pollakiuria, urinary tract infection, breast pain, abdominal rigidity, arthralgia, feeling abnormal, hypoaesthesia, mood swings and hypertension outcome was unknown. The reporter considered abdominal rigidity, adenomyosis, arthralgia, breast pain, dysmenorrhoea, fallopian tube cyst, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, hypertension, hypoaesthesia, incontinence, mood swings, ovarian cyst, pelvic pain, pollakiuria, sexual dysfunction and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. On 3-may-2022: coding correction received : correction due to discrepancy between coding action item and match point coder query : description to be coded was changed from : brain fog to foggy feeling in head. Follow up 1st and 2nd processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/constant stabbing pain/severe cramping") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst"), fallopian tube cyst ("fallopian tube cyst"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("painful periods"), incontinence ("incontinence"), sexual dysfunction ("sexual dysfunction"), pollakiuria ("frequent urination"), urinary tract infection ("uti"), breast pain ("breast pain"), abdominal rigidity ("abdominal spasm"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands and feet"), mood swings ("mood swings"), hypertension ("hbp"), rash ("rash") and allergy to metals ("metal allergies"). The patient was treated with surgery (everything removed except ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal rigidity, adenomyosis, allergy to metals, arthralgia, breast pain, dysmenorrhoea, fallopian tube cyst, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, hypertension, hypoaesthesia, incontinence, mood swings, ovarian cyst, pelvic pain, pollakiuria, rash, sexual dysfunction and urinary tract infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pif received- new events added- rash and metal allergy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.